Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had ink blots which blocked the graphics and text. There was no impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for alternate insulin therapy.